Event description:
It was reported that the patient presented with myopic outcome and possible anterior vault. A capsular tension ring (ctr) was implanted at the time of surgery. The date of onset was noted 7 days post implant. The surgeon indicated that "changes in capsule" maybe the likely cause of the event. The patient's current status is "myopic". The surgeon is evaluating treatment options. This report pertains to the patient's right eye.

Manufacturer narrative:
Additional information: the lens was not returned for evaluation as it remained implanted. One retain sample from the same lot (7456331) was dimensionally inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.